Event description:
It was reported the ventilator generated high pressures alarms that could not be cleared. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced and no ventilator logs were provided. The root cause of the reported event has not been determined. The ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator.

Event description:
Manufacturer's ref #: (B)(4).